Manufacturer narrative:
Due to character limitation, below field are added from e1- initial reporter-jennifer phillips. Updated fields are a4, b3, b4, e1(email), e2, e3, e4, g1, g2, g3, g6, g7, h2, h10, h11. Corrected fields: e1(initial reporter).

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the interior and exterior of the catheter and between the catheter and the sheath. The returned sheath was over the catheter and partially covering the rear portion of the balloon. The pressure tubing was also returned. The inner lumen was found occluded with dried blood. The occlusion was unable to be cleared. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and a leak was detected on the membrane approximately 1cm from the rear seal measuring 0.013cm in length. The optical fiber was also found to be broken at this location. After the blood was removed from inside the catheter, visual examination showed, both the front and rear tantalum markers were in place per specification. Per request by customer the membrane was removed to the exposed rear tantalum marker and the marker does stay in place (not moving freely) per specification. The reported misaligned marker cannot be confirmed by the evaluation. The leak found on the membrane under magnification, a whitish patch was observed around the leak. This whitish patch is the typical appearance of an abrasion mark which is caused by calcified plaque in the aorta. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Event description:
It was reported that the intra-aortic balloon (iab) was inserted on (B)(6) 2024. The customer described the catheter as its "markers next to each other" and a chest x-ray showed distal migration of the iab tip. The iab was removed that same day. A new iab was inserted, however, the same issue occurred. A chest x-ray showed the iab folded over itself. There was no patient harm or adverse event reported. This report is for the 2nd iab involved in this event. A separate report was submitted for the 1st iab under mfg report number 2248146-2024-0000642.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that the intra-aortic balloon (iab) was inserted (B)(6) 2024. The customer described the catheter as its "markers next to each other" and a chest x-ray showed distal migration of the iab tip. The iab was removed that same day. A new iab was inserted, however, the same issue occurred. A chest x-ray showed the iab folded over itself. There was no patient harm or adverse event reported. This report is for the 2nd iab involved in this event. A separate report will be submitted for the 1st iab.